Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensors. The mother states three of the customer's sensors were broken. The mother states that two sensors were received broken. The customer was advised that the sensors would be replaced.